Manufacturer narrative:
Investigation summary: investigation summary: the device was visually inspected and reddish material was found inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially, it was reported that the first thermocool® smart touch® sf bi-directional navigation catheter (lot #: 17701802l) had magnetic sensor error. The cable was replaced and the issue did not resolve. The catheter was replaced and that issue resolved. Then the second thermocool® smart touch® sf bi-directional navigation catheter (lot #: 17733688l) was reported to have a force sensor error. This catheter was replaced and the issue resolved. The magnetic sensor error issue and the force sensor error issue were both assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device (lot #: 17733688l) for evaluation. On (B)(6) 2018 it was noted that there was reddish material found under the pebax. No damages were found on the pebax or catheter. This issue was assessed as not reportable. If foreign material was found underneath the pebax, however; there was no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. In this case, no physical damage was found on the integrity of the pebax. During additional assessment on (B)(6) 2018 of the device (lot #: 17733688l), it was discovered that the scanning electron microscope (sem) analysis showed mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The hole on the pebax was assessed as a reportable issue. Therefore, the awareness date for this issue was (B)(6) 2018.

Manufacturer narrative:
Correction to the 3500a initial report. In the initial, "concomitant med products" field was processed. However, the concomitant product was not added. Below is the concomitant product information. Concomitant product: thermocool® smart touch® sf bi-directional navigation catheter; us catalog #: d134805; lot #: 17701802l. Manufacturer's reference number: (B)(4).